Event description:
It was reported that this patient received multiple anti-tachycardia pacing (atp) as well as maximum energy electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The last shock had a shocking impedance measurement greater than 125 ohms with a code 1005 for open circuit condition detected during shock delivery. Therapy was exhausted. Technical services (ts) recommended lead replacement because future therapy could not be guaranteed to be successful. The patient was admitted to hospital, but surgery was cancelled for lack of surgical back-up. Subsequently, device therapy was turned off and the patient was sent home with a life vest. No additional adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this patient received multiple anti-tachycardia pacing (atp) as well as maximum energy electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The last shock had a shocking impedance measurement greater than 125 ohms with a code 1005 for open circuit condition detected during shock delivery. Therapy was exhausted. Technical services (ts) recommended lead replacement because future therapy could not be guaranteed to be successful. The patient was admitted to hospital, but surgery was cancelled for lack of surgical back-up. Subsequently, device therapy was turned off and the patient was sent home with a life vest. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information received, this lead was explanted and replaced with a new right ventricular (rv) lead. No additional adverse patient effects were reported.